Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the camera head involved with this complaint and completed the device evaluation. Failure analysis confirmed the reported complaint. The camera was out of alignment.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. During field evaluation, the customer reported issue was reproduced. A defective camera head was confirmed. After replacement, the da vinci system was recalibrated, tested, operated without error and verified ready for use. As of the date of this report, isi has not received the camera head for failure analysis evaluation. This complaint is being reported due to the following conclusion: the customer converted to traditional laproscopic surgery after the start of the da vinci-assisted surgical procedure due to a persistent issue with the camera. The procedure conversion resulted in existing surgical port size enlargement and placement of additional surgical port(s).

Event description:
It was reported that during a da vinci-assisted low anterior resection procedure, the camera focus could not be adjusted. The customer received phone assistance from the intuitive surgical, inc. (Isi) technical support engineer (tse). The customer stated that a mechanical sound was heard, but the focus was still misaligned. The tse had the customer use the master tool manipulator (mtm) or the camera head buttons, but the issue persisted. The tse instructed to power cycle the system and reseat the camera cable but this did not resolve the issue. The surgeon elected to convert to traditional laparoscopic surgery. Isi followed up with the initial reporter and obtained the following additional information: the system was inspected prior to use with no issue. At the time of the issue, surgical ports were already placed. The issue occurred immediately after the surgeon was in following mode. The procedure conversion resulted in increasing port size incision(s) and adding additional surgical ports. The patient tolerated the procedure conversion well. There was no post-operative complication reported.